Event description:
In response to follow up questions during an investigation for complaints alleging loose sequoia constructs, it was indicated by the surgeon that he was aware of additional patients with similar issues. It was also indicated at this time that no additional information would be provided. Based on the communication from the surgeon additional complaints were registered.

Manufacturer narrative:
In response to follow up questions during an investigation for complaints alleging loose sequoia constructs, it was indicated by the surgeon that he was aware of additional patients with similar issues. It was also indicated at this time that no additional information would be provided. Based on the communication from the surgeon additional complaints were registered.